Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis except for its distal section. Visual inspection of the device revealed that the device was returned broken for rotational wear in the middle of the device at 196.3 cm (the distal section was not returned). Also, it has the body kinked in several sections in the middle of the device. Dimension inspection of the device revealed that the overall length and the outer diameter of the distal tip could not be measured due to the device condition. All other dimensions met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02270. It was reported that the burr sheared the rotawire. The target lesion was located in the right coronary artery (rca). A 1.25mm rotalink¿ plus and a 330cm rotawire were selected for use. During platforming, outside the patient's body, it was noted that the physician encountered difficulty in loading the burr on the rotawire. Subsequently, the burr sheared off the rotawire. Both devices were removed from the patient's body and completed the procedure with a new burr and rotawire. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02270. It was reported that the burr sheared the rotawire. The target lesion was located in the right coronary artery (rca). A 1.25 mm rotalink¿ plus and a 330 cm rotawire were selected for use. During platforming, outside the patient's body, it was noted that the physician encountered difficulty in loading the burr on the rotawire. Subsequently, the burr sheared off the rotawire. Both devices were removed from the patient's body and completed the procedure with a new burr and rotawire. No patient complications were reported and the patient's condition was fine.